Event description:
It was reported that during a pci procedure, stent damage occurred. The lesion being treated was located in the 90% stenotic and tortuous proximal left anterior descending (lad) artery. The physician attempted to cross the lesion with the liberte' monorail coronary stent delivery sys, however, the liberte' stent was unable to cross. Consequently, the stent was never deployed. Upon withdrawal, the liberte' stent became caught on the tip of the guide catheter. After removal, it was noted that the edge of the stent was "lifted." The procedure was not completed due to another unk reason. Pt status is listed as "good."

Manufacturer narrative:
The device was disposed, therefore, no returned prod analysis could be performed. The cause of the difficulties experienced during the procedure could not be determined. The mfg records have been reviewed and no issues or discrepancies were found. The records review confirms that the device met all material, assembly, and performance specs.